Manufacturer narrative:
An investigation of the reported condition was performed. One sample with unknown lot number was received for evaluation. After performing visual inspection, the issue was observed. The reported condition was confirmed. The received product(s) or supporting materials does not meet specifications. The device history record (DHR) was reviewed indicating that product was released meet all quality standard requirements. The 12ml syringe, printed is manufactured by an external supplier and the assembly process at the covidien site consists in a pick and place operation in a tray. The condition reported is not generated during the covidien manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. The product analysis did confirm that the issue contributed to the reported condition. A formal investigation action being taken to address this issue. The condition reported by our customer is not generated during the assembly manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/11/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that upon visual inspection, there was plastic particulate inside the barrel of the syringe. There was no patient involvement reported.